Manufacturer narrative:
Results - motor control board malfunctioned.

Event description:
It was reported by service report that the hi/lo motors won't move. Minimum height could not be attained. No pt involvement or adverse consequences are reported.